Event description:
Boston scientific (bsc) crm received information that, this patient was brought back to the lab immediately following her initial implant, due to right ventricular failure to sense capture. The lead was successfully repositioned and remains implanted.